Event description:
Per operative report: this valve was explanted due to perivalvular leak causing hemolysis which required a blood transfusion. At explant, dehiscence was observed "along where a non-coronary cusp would be present," extending for approximately 1 to 1 1/2cm. The valve was replaced with sjm 19ahpj-505. The replacement valve's leaflets were noted to "move freely" and there was "no subannular encroachment on the leaflets. The valve was very secure around the entire annulus."